Event description:
It was reported to covidien in 2008 that a customer had an issue with a standard needle. Customer stated the needle was breaking at the hub when they were drawing the meds from the vials.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.